Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. No further conclusions could be drawn based on the limited information retrieved. Anastomotic leakage, is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following use of colonring device is within the low range reported in the literature for anastomosis devices.

Event description:
On pod 5 stool was seen in the drainage bottle. Re-operation was done. One half of the anastomosis circumference was open. A new anastomosis was performed with stapler.